Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that had improved and they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. School refused the replacement, stating it is not their meter and will pass our information over to the customers parents.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected blood glucose test result range was not disclosed. At the time of the call, the school nurse stated that they customer was feeling thirsty. School nurse stated that the customer did not need medical attention, but the customer would take insulin. School nurse stated she could not have meter replaced without parents consent and did not disclose any further information.